Event description:
It was reported that during surgery, the surgeon wanted to use a twist dr 25x95mm cann 12mm thd 30mm ao but the wire did not pass through.

Manufacturer narrative:
No trend is identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. The affected device was returned for investigation. The visual examination shows no abnormalities on the outer side of the device. The inner diameter (cannulation) is not fully/completely done through the device. On both sides there is a hole but it seems that the bores have not been fully/completely drilled through the device. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The functional test showed that it was not possible to insert the appropriate k-wire through the device. On both sides there is a hole but it seems that the bores have not been fully/completely drilled through the device. This must be occurred during manufacturing by (B)(4). Complaint history of the device shows no similar incident. The issue investigation has been initiated. Zimmer (B)(4) considers the case at hand as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. A cause for this specific event cannot be ascertained from the information provided, should additional information become available and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. (B)(4)..